Event description:
It was reported that the gynecologic laparoscope had a noisy image and the image was not good. The issue was found during a service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.